Event description:
Robot suction irrigator broke while inside the patient. Scrub and pa [physician assistant] were unable to remove suction irrigator from trocar. Entire trocar with suction irrigator stuck inside had to be removed from the patient. Trocar and suction irrigator were both replaced.